Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. It was reported by a consumer and describes the occurrence of genital haemorrhage (" loss of blood hemorrhage") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 13 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods") and back pain ("pain in lower back"). In (B)(6) 2017, the patient experienced malaise ("several malaise"). In 2017, the patient experienced anxiety ("anxiety attacks"), weight decreased ("loss of weight (5kg)") and vein disorder ("vein disorders on right leg"). On an unknown date, the patient experienced pain in extremity ("pain in legs, right arm and pain in hands and fingers"). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dysmenorrhoea, back pain, malaise and weight decreased outcome was unknown and the anxiety and vein disorder had not resolved. The reporter provided no causality assessment for anxiety, back pain, dysmenorrhoea, genital haemorrhage, malaise, pain in extremity, vein disorder and weight decreased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Unspecified date: unspecified examinations - good. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 15-aug-2017 for the following meddra preferred terms: - genital haemorrhage - the analysis in the global safety database revealed 576 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.